Event description:
It was reported the epg (external pulse generator) experienced a self-test failure. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was also noted that the battery contacts were compressed.